Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies causing high impedance. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by the physician that the patient had high impedance on diagnostic testing. There was no known cause for the impedance issue. Further information in the patient's clinic notes stated the last known good diagnostics had been performed (B)(6) 2010. The patient was being referred for a revision surgery. Attempts for further information have been unsuccessful.

Event description:
Additional information was received on (B)(6) 2011, when it was discovered that the vns patient had a full revision surgery that day. The generator was replaced for prophylactic reasons and the leads were replaced due to high impedance. The nurse practitioner later reported that no x-rays had been taken. She also reported that no trauma or patient manipulation occurred that is believed to have caused or contributed to the high impedance. The patients settings are output=1.5ma/on time=21sec/off time=1.1min. The explanted lead and generator were returned to the manufacturer for product analysis on (B)(6) 2011, that has not yet been completed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2012, it was discovered that after the patient's full revision surgery, the lead impedance was within normal limits. Product analysis on the generator was completed on (B)(6) 2012. The generator performed according to functional specifications and there was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Product analysis of the lead was completed on (B)(6) 2012. The electrode array portion of the lead was not returned for analysis, therefore a full evaluation and commentary on the entire lead could not be made. Scanning electron microscopy image of the connector ring shows that pitting or electro-etching conditions have occurred on the ring. The exact reason for this condition is unknown. The lead connector has partial detachment at the ring/backfill interface. No adverse effect was identified on the device performance as a result of this condition. The outer silicone tubing was abraded open in multiple locations. The lead assembly had remnants of what appears to be dry body fluids inside the inner and outer silicone tubing. No obvious points of entrance were noted other than the end of the returned lead portion. Other than the mentioned observations and typical wear and explant related observations, no additional anomalies were identified in the returned lead portion.